Manufacturer narrative:
This report is submitted on january 11, 2023.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition the device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 11, 2023 was filed inadvertently. No device repositioning surgery was performed. Per the clinic, the device was explanted on (B)(6) 2022 due to extrusion of the device. The patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on march 01, 2023.